Event description:
It was reported that a spectrum pump failed the flow rate accuracy test during test setup. The pump delivered 35-37 ml during test infusion. It was set to deliver 40 ml at a rate of 200 ml/hr. It was also reported ther was no pt involvement.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.